Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dysfunctional uterine bleeding ("abnormal uterine bleeding\ dysfuctional bleeding"), vaginal haemorrhage ("vaginal bleeding"), dyspareunia ("dyspareunia") and allergy to metals ("nickel allergy"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dysfunctional uterine bleeding, vaginal haemorrhage, dyspareunia and allergy to metals outcome was unknown. The reporter considered allergy to metals, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included itching. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dysfunctional uterine bleeding ("abnormal uterine bleeding\ dysfuctional bleeding"), vaginal haemorrhage ("vaginal bleeding"), dyspareunia ("dyspareunia/painful sex"), allergy to metals ("nickel allergy"), metal poisoning ("nickel poisoning"), abdominal pain lower ("cramping"), genital haemorrhage ("unusual bleeding") and menstrual disorder ("unusual periods"). The patient was treated with surgery (total laparoscopy hysterectomy single incision laparoscopic surgery bil salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dysfunctional uterine bleeding, vaginal haemorrhage, dyspareunia, allergy to metals, metal poisoning, abdominal pain lower, genital haemorrhage and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, menstrual disorder, metal poisoning, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date of removal: (B)(6) 2019 discrepancy noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: plaintiff information form received. Events "nickel poisoning, unusual bleeding, unusual periods and cramping were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), uterine haemorrhage ("abnormal uterine bleeding\ dysfunctional bleeding"), vaginal haemorrhage ("vaginal bleeding"), dyspareunia ("dyspareunia") and allergy to metals ("nickel allergy"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, uterine haemorrhage, vaginal haemorrhage, dyspareunia and allergy to metals outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.